Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarms. A log file analysis confirmed driveline a fault alarms occurred on (B)(6) 2025 and (B)(6) 2025. The driveline power fault alarms did not interfere with the pump operation. The log files from the new modular cable and system controller showed the driveline power fault alarms did not return. The connector pins and surface appeared clean.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Review of the log files revealed starting on (B)(6) 2025, pwr a broken faults activated due to the current sense online a dropping below the threshold amperage. On 22oct2025, provided information stated that the controller, serial number (B)(6), and the modular cable were both exchanged. The event log file from the controller (B)(6) confirmed exchange of the modular cable and controller resolved the alarm. Pump operation was not affected by the alarm. The heartmate 3 system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the system controller were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of a driveline power fault alarm; however, it was determined that the controller was unrelated to the cause of the alarm. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline power fault alarm was correlated to the modular cable during testing of the returned modular cable. The reported issue is addressed further under the modular cable investigation. Log files were submitted and downloaded for review and data from the relevant event dates was reviewed. The data in the log files did not indicate any issues with the system controller. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The reported event could not be correlated to an issue with the returned system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.